Event description:
It was reported that the user experienced hyperglycemia after overtreating a prior hypoglycemic episode while using the ilet in bg run mode due to a malfunctioning g6 sensor that stopped providing readings, and the user did not receive a high glucose alert; a blood glucose measurement of 241 mg/dl was obtained and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no medical intervention beyond self-management and education. Investigation included customer interview and review of device use conditions. Investigation of this case revealed user-related overtreatment of hypoglycemia and sensor data unavailability resulting in operation in bg run mode. It was concluded that the event was related to user management decisions and loss of cgm data, with the ilet functioning as designed in bg run mode.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.